Event description:
Report received of an nondelivery. The device was programmed for pain management to deliver an unspecified narcotic in the bolus only mode, a 2ml bolus dose, 15 munbute patient lockout, an unspecified 4 hour limit, and a 240ml container size. It was reported that when the device alarmed for "almost empty", the nurse noted the bag was "full" after removing the container from the lockbox. It was reported that the display incremented as though the device delivered the medication. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. During testing by the user facility, it was reported, "the pump passed all testing and I put it back in clinical service." Though requested, no additional information was provided.